Event description:
It was reported that the customer has experienced sensor reading discrepancies. Customer has had up to 200 point of difference between the sensor and blood glucose readings. It was stated that one night the sensor was reading between 50-80 and alarming for low glucose but her blood glucose was between 130 and 160 mg/dl; they turned the sensor off. The current reading was sensor glucose at 400 mg/dl and blood glucose 190 mg/dl. It was reported that the customer did have an issue with the insulin pump and ended up in the hospital for high. It was stated that the customer fell, hit a rock and fell in the water. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2014-70224 for the insulin pump.